Event description:
It was reported that device contamination occurred. A 3.50 x 24mm synergy? Xd drug-eluting stent (des) was selected for use. While the device was being loaded onto the wire, a silvery fiber-like material was observed protruding from the tip. Some of the material was removed by the scrub technician. The device was not used, and a new synergy des was selected to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.